Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 580 mg/dl. Customer reported of noticing that insulin given by healthcare professional was cloudy. Customer reported that when insulin was changed, blood glucose stabilized. Troubleshooting was not performed. Customer was advised that infusion set and reservoir would be replaced.